Event description:
It was reported that the patient had an x-ray, and the valve radiography had no visible markings, meaning that the usual radiopaque "arrow and two dots" were not visible. The valve was currently implanted and was not planning to be explanted. Additional information received reported that it was standard protocol for the facility to x-ray after implantation even though it is not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.